Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the implant getting hot and burning was mostly when they charged it. The patient explained it got to the point where he didn¿t use the device anymore. The patient noted that it had started around four years ago and it got hot enough when charging that it made him uncomfortable. The patient explained that if he leaned back and pushed the battery against a chair it would also heat up and their healthcare professional was going to schedule a day to remove the battery. The patient mentioned that he did turn the implant up to the maximum setting for years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for post lumbar laminectomy syndrome. The patient reported that they had to turn their device off years ago due to the implantable neurostimulator (ins) becoming hot and burning the inside of their skin. The patient indicated that this occurred ¿many years ago.¿ MRI compatibility guidelines were required. No further complications were reported or anticipated.